Event description:
The customer reported to olympus, the oes cystonephrofiberscope was missing the instrument channel port and could not complete a leak test. The issue was found during an cystoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel port was missing and could not complete a leak test, the distal end cover insulation was out of standard, the insertion tube insulation was out of standard, there was no image, and there was fluid inside the eyepiece body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that while checking the subject device before a cystoscopy procedure the instrument channel port was damaged (port missing/could not complete leak test). The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it was confirmed that the forceps channel port was missing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.